Manufacturer narrative:
Product has been returned and has been evaluated to have no problems found. Product has been tested with no additional issues. User instructions that accompany the device indicate to check system for leakage, occlusion and function prior to use and periodically according to standard hospital procedure. Use of the device should not exceed max operating pressure and max flow.

Event description:
The auto fill chamber overflowed with water and filled the patient circuit.